Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed revealing high resistance/impedance with 2 - patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2011 03:00:13 and (B)(4) 2011 03:00:13. The weekly and daily pace lead impedance trend data showed spike increases for max ventricular pace bi impedance = 532 to 4047 ohms range between (B)(4) 2011 and (B)(4) 2011. The lead integrity alert triggered with programmer data showing a lead integrity alert on (B)(4) 2011 03:00:14.

Event description:
It was reported that there was a patient alert for the right ventricular (rv) lead where there is a widely variant high rv impedance with the highest value of 4047 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a patient alert for the right ventricular (rv) lead due to a widely variant high rv impedance with the highest value of 4047 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.